Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1u211951 model/catalog description: tined lead unique identifier (UDI) # (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted with the sacral neuromodulation system was not responding to the therapy, and requested to have their device removed, so they could go with botox option instead. The patient had their device removed on (B)(6) 2026. There were no other issues or complications reported.